Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection was performed and it was noted that the female connector was damaged. Functional testing was performed, including leak testing, clear passage testing, and clamp function testing. During leak testing, a leak was observed at the female connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a minicap transfer set leaked. This was identified by the patient at home during treatment. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.